Event description:
The customer reported being in the emergency room due to high blood glucose of 360mg/dl. The customer stated that the night before, she has given long lasting insulin, then she connected to the insulin pump and her blood glucose went up. The customer experienced nausea when she woke up. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found a low reservoir alarm. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.